Manufacturer narrative:
The manufacturing records were reviewed and no relevant nonconformities were found. The device was not removed.

Event description:
It was reported that the patient experienced a hematoma. The physician did not believe the issue to be device-related. The hematoma was aspirated and the patient recovered without sequelae.